Event description:
During review of programming and diagnostic history, it was observed that the vns patient¿s device settings were found to be different on (B)(6) 2013 than what was previously programmed on (B)(6) 2013. No patient adverse events were reported.

Manufacturer narrative:
Review of the available programming and diagnostic history.